Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the left ventricular (lv) lead exhibited noise oversensing. No interventions were performed. There were no patient consequences.